Event description:
Patient has been revised to address metallosis and elevated metal ion levels.

Manufacturer narrative:
(B)(4). Examination of the reported devices was not possible as they were not returned. A search of the complaints databases finds no other reports against the product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
UDI: (B)(4). Depuy still considers this investigation closed at this time.

Event description:
Update 3/22/2016 - pfs and medical records received. Pfs and medical records reviewed for MDR reportability. Pfs reported decreased range of motion, decreased mobility, increased risk of hip dislocations and revision surgeries, and metal toxicity from elevated metal ions. Lab results reported metal ions less than 7 parts per billion. Patient reported pain and grinding with MRI results reported of a large fluid collection. Medical records reported a leg length discrepancy of left longer than right. Revision surgery report noted clear fluid synovitis with no signs of metallosis or lymphocytic response within the fluid or tissues. The complaint was updated on: apr 11, 2016.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Depuy still considers the investigation closed.

Event description:
Litigation papers allege that after surgery, friction and wear between the cobalt-chromium metal head and cobalt-chromium metal liner caused large amounts of toxic cobalt-chromium metal ions and particles to be released into the patient's blood and tissue and bone surrounding the implants. Patient has been experiencing severe pain and discomfort and inflammation in and around the implant.

Manufacturer narrative:
Patient has been revised to address metallosis and elevated metal ion levels. Doi: (B)(6) 2010 - dor: (B)(6) 2014 (left hip). The devices associated with this report were not returned. A complaint database search finds no other reported incidents against the provided product and lot combinations. Requests for additional investigational inputs were made in accordance with wi-7915 appendix a. No additional information was obtained. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.